Event description:
Scrub technician was prepping the spiderfx embolic protection device and noticed a kink in both the wire and the housing. Doctor requested a new spiderfx for the procedure. The kinked spiderfx did not enter the patient's body.